Event description:
Docusys' docuject is not accurate. You should talk to clinicians and review medical records. Malfunctions take my attention away from my anesthetized pt. Automatic drug documentation is not accurate, check testing methods/records.